Event description:
This was a spontaneous self report from a male patient of an unspecified age from the united states: (B)(6). The patient's height was (B)(6) and weight was not reported. The patient's medical history and concurrent conditions include: food sensitivities to garlic and onions. The patient used the product before without problem (no reaction on previous exposure to drug). The patient was treated with precise pain relieving heat patch (topical, batch (B)(4), expiry date 10/31/2013) one patch on (B)(6) 2012 for back pain. Concomitant medications were not reported. Upon removal of the product on (B)(6) 2012, the patched "burned bad." The patient checked and found "what was believed to be a chemical blister." After looking at the blister, the patient stated that "it looked like there might have been a tiny pinprick in the patch that released a chemical" (product quality issue). The patient was not seen in the emergency room and treated himself with an unspecified polysporin cream and bandages. Treatment with precise pain relieving heat patch was withdrawn. The patient had not recovered from the events. This report was serious (medically significant) and reportable (serious injury).